Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece was overheating and was noisy. There was no patient impact.

Event description:
Additional information received stated that the event occurred during set-up, the device was running in less than a minute and there was no patient involved in the event.

Manufacturer narrative:
B3: event date updated. H3: device analysis found that could not verify excessive heat. Motor was seized, however verified customer complaint of handpiece making strange noise. The motor was seized and bearings were corroded. H6: initially submitted codes fdm b17, fdr c20, fdc d16, img g04063 and imf f26 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.